Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 12f amplatzer torqvue sheath was chosen for a procedure. During the procedure, it was observed that the device shavings were visible on the echocardiography, after the device was changed. No additional information was provided.

Manufacturer narrative:
An event of a scratched material (skived inner lining) and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported scratched material is likely related to the improper or incorrect procedure or method, however this cannot be determined. The reported improper or incorrect procedure or method is related to the delivery sheath not being exchanged after the amulet plug was retracted and removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 1562.

Event description:
It was reported that on (B)(6) 2025, a 12f amplatzer torqvue sheath was chosen for a procedure. The delivery system was inspected prior to use, and the device was prepared according to the instructions for use. During the procedure, after the device was changed, it was observed that shavings from the inner plastic lining of the sheath were visible on the echocardiography images. This issue was identified at the end of the case. No intervention was performed after the shavings were noted. The patient remained hemodynamically stable throughout the procedure, and no clinically significant delay occurred.